Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: l54769, implanted: (B)(6) 1998, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for intractable spasticity. It was reported that per a medical record, patient had the baclofen pump removed but part of the catheter was left in place due to a catheter fracture. The hcp was unsure which pump the removal was referring to and was unsure when the pump was removed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.